Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had an error alarm and they were unable to upload the data. It was noted that the self test on the insulin pump failed and the insulin pump had an error alarm. Customer's blood glucose reading was noted to be 220 mg/dl. Insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump alarmed during self test due to faulty connector on radio frequency board. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.